Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system showed undersensing and low amplitude morphology signals. After several evaluations, the physician performed the automatic optimization and the system selected secondary vector configuration. This implantable electrode remains in service and no adverse patient effects were reported.